Event description:
The customer reported that the thermogard console (sn (B)(6) stopped functioning during patient treatment. No patient harm was reported. No further information was provided. No information was shared with zoll on whether the console was replaced at the time of the event.

Manufacturer narrative:
The reported complaint that the thermogard console (sn (B)(6) stopped functioning during patient treatment was confirmed during functional testing. The root cause of the reported complaint was the failed cooling engine (ce), likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in august 2011 and is over 14 years old. The event log review identified tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) messages that the customer did not report. Although the errors were not reproduced during the functional testing, the likely root cause could be the aging cooling engine (ce). The system failed functional testing, thus confirming the reported complaint. This failure was due to the defective cooling engine. Zoll offered to trade in the device, as the cooling engine is no longer available and the system is not repairable. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).